Manufacturer narrative:
The mets distal femur implant was returned to stanmore implants for testing and investigation. Aseptic loosening is a biological process and would not be confirmed through device analysis. Aseptic loosening of cemented stemmed mega-prostheses is a multifactorial process. Over a period of time, because of the mismatch of moduli of the stem/cement/bone construct, the shaft bone remodels in accordance with wolff's law. Stress shielding occurs which concentrates the implant/bone load transfer. This results in increased interfacial stresses leading to progressive debonding and rotational and axial micromotion, mechanical disintegration of the cement mantle begins to occur. A debris-mediated biological chain-reaction response increases the breakdown of the fixation leading to gross loosening of the implant and causing considerable pain to the patient. Aseptic loosening is a one way process. The post operation x-rays indicate that the cement has debonded confirming aseptic loosening. Further investigation by stanmore implants highlighted that the device implanted in the patient was of a standard size, designed for individuals aged 15 years and over. The hospital was approached to confirm the age of the patient and provide further details on the event, but they declined to confirm or provide any further information.

Event description:
This is the 2nd follow-up report to 3004105610-2015-00066. (B)(4).

Manufacturer narrative:
The surgeon has advised that the reason for the patient's aseptic loosening was due to the stem not being long enough for this patient. This is likely due to the fact that the original device was implanted when the patient was (B)(6) and the patient is currently (B)(6). This patient has continued to grow, thus the stem implanted during the 2013 revision procedure required replacement to meet this patient's current height. A review of mets distal femur implant instructions for use confirms loosening is identified as an early and late post operation complication (sections"intraoperative and early postoperative complications" and "late postoperative complications"). The device is currently being investigated and the results will be provided in a supplemental report.

Event description:
It was reported that the patient underwent initial surgery on (B)(6) 2011 at (B)(6). One month later the patient was reported to show signs of early aseptic loosening. The patient was not revised until (B)(6) 2013 at (B)(6) during which a larger stem and shaft were implanted. The surgeon reported that a second revision was carried out on (B)(6) 2015 at (B)(6) for aseptic loosening, again related to the stem not being large enough for this growing patient. (B)(4).

Event description:
Patient underwent initial surgery (B)(6) 2011 at (B)(6), one month later the patient was reported to show signs of early aseptic loosening. The patient was not revised until (B)(6)2013 during which a larger stem and shaft were implanted. The surgeon reported that a second revision was carried out on (B)(6) 2015 for aseptic loosening, again related to the stem not being large enough for this growing teenage patient.

Manufacturer narrative:
The surgeon has advised that the reason for the patient's aseptic loosening was due to the stem not being long enough for this patient. This is likely due to the fact that the original device was implanted when the patient was (B)(6) years old and the patient is currently (B)(6) years old. This teenage patient has continued to grow, thus the stem implanted during the 2013 revision procedure required replacement to meet this patient's current height. A review of mets distal femur implant instructions for use confirms loosening is identified as an early and late post operation complication (sections"intraoperative and early postoperative complications" and "late postoperative complications"). However, additional information pertaining to the reported event has been requested. The device part number and batch numbers, all available x-rays (taken at different stages), and return of the device have also been requested.